Manufacturer narrative:
The ge svc rep repaired the broken wire in high voltage cable assembly. System checked and tested o.k.

Event description:
The customer reported a temp sensor fail error message. They were able to finish the case without injury to the pt.